Event description:
The MFR received info alleging a ventilator would not pass the low pressure alarm test. The device was not in pt use. The device has yet to be returned to the MFR for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.